Manufacturer narrative:
Other relevant device(s) are: product ID: d -evprop2329us, serial/lot #: (B)(4), ubd: 24-sep-2020, UDI#: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) was discarded, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was prepped, loaded, and inspected with flouroscopy successfully. Using the 14fr inline sheath, the delivery catheter system (dcs) and valve were advanced over a confida guidewire through the right groin. The valve was released while temporarily paced at 110 beats per minute. Upon release, the valve dislodged into the aortic root. It is reported that a possible premature ventricular contraction contributed to the dislodgement. A 24 millimeter (mm) non-medtronic balloon was inflated inside of the valve and pulled the valve into the ascending aorta. A second valve was loaded onto a new dcs and inserted into the patient, but became caught on the first valve and moved the valve down into the ascending aorta. Subsequently, the second dcs and valve were withdrawn from the patient. The 24mm non-medtronic balloon was re-inserted into the patient and used to pull the first valve into the descending thoracic aorta where it remained in stable position. The balloon was withdrawn and the dcs and second valve were re-inserted into the patient. The valve was deployed to 80%, ass essed to be an adequate implant depth, and released. No additional adverse patient effects were reported.